Event description:
As reported, button 1 of a 6/7f mynx control vascular closure device (vcd) was not working. The user felt like it was blocked. The system was removed and manual compression was performed. The patient condition is fine. There was no reported patient injury. Everything was fine prior use. The customer is very well trained and uses the mynx everyday. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, button 1 of a 6/7f mynx control vascular closure device (vcd) was not working. The user felt like it was blocked. The system was removed and manual compression was performed. The patient condition is fine. There was no reported patient injury. Everything was fine prior use. The customer is very well trained and uses the mynx everyday. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2506502 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿button #1 frozen/locked¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Without the return of the device for analysis or procedural films, no determination of possible product contributing factors could be made. No preventative or corrective actions will be taken at this time.